Event description:
The external pulse generator was returned for repair due to a field action. It was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the lower case, one side bail cover and the ring cover were broken. The keyboard had cosmetic damage and the liquid crystal display was out of electrical specification.